Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal lioresal (2000 mcg/ml at 96mcg/day) via an implantable infusion pump. The lioresal's lot number was asked, but was unknown. The pump's indications for use (ifus) were noted as intractable spasticity and other spasticity. The pump had previously delivered 500 mcg/ml lioresal and the patient was previously on a dose of 78.9 mcg/day. On (B)(6) 2016, the pump was filled with lioresal 2000mcg/ml. The bridge bolus had completed on (B)(6) 2016 and the patient was having symptoms of frequent urination as well as "loose jello legs." The hcp believed that the lowest programmable dose of 96 mcg/day at the 2000 mcg/ml concentration was too high. The hcp did not have a catheter access port (cap) kit so she was going to start the bridge bolus back at 500 mcg/ml lioresal. Follow-up was conducted for the intrathecal drug in formation (lot number and therapy start and stop dates), other medications that the patient was taking at the time of the event, the patient's pertinent medical history, the reason for the concentration change, diagnostics performed in relation to the symptoms, actions/interventions taken, and the resolution status of the symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.